Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: pt. 1) 2.7 inr/1.9 inr; pt. 2) 5.2 inr/3.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
Pt. 2: hematocrit: 28%. Medical history: muscle weakness, cellulitis, embolism, atrial fibrillation, infection in venous line.